Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien troubleshot this issue with the customer over the phone and advised the customer to replace the power supply. The customer reported to have replaced the power supply. The ventilator passed all testing.